Manufacturer narrative:
The event of "nodules" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
The patient, who is also a healthcare professional, reported ¿nodules¿ after injection with juvéderm® volbella® xc. The patient's physician, further reported that ¿nodule persisted for 1+ years¿. The product did not break down 1+ year after initial injection. The symptoms resolved after two treatments with vitrase®.